Manufacturer narrative:
No sample, catalog or lot number were provided so a full investigation could not be completed. Multiple studies have been conducted that have demonstrated appropriate dressing biocompatibility and safety performance criteria when the device is used appropriately on humans. A review of medical complaint trending for tegaderm 1626w showed there has been no change in the trending. Complaints will continue to be monitored.

Event description:
Customer reported he had minimally invasive laser surgery to remove kidney stones. Customer alleged a tegaderm dressing (unk catalog / lot number) was applied to his back. He allegedly experienced redness, itching, large fluid filled blisters and eventual skin peeling. Tegaderm dressings were reportedly discontinued and gauze and tape were applied to the site. Customer reported he was given a rx for cortisone cream 2.5% to use for treatment and the reaction took about 3 weeks to resolve.